Event description:
It was reported that during an unknown procedure when firing the instrument the staples did not form. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what kind of procedure? Sigmoid resection how was procedure performed? (Open, lap or hals) lap. Which stapling technique was used? (Single, double or triple). How thick was the tissue, was it evenly and tension-free distributed in the instrument? Tension free. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? Yes the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.